Event description:
It was reported that pump displayed minimum fill notification when caller attempted to load cartridge, and caller was unable to load second cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller had sufficient usable insulin remaining, wore pump in case, and was instructed to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and reload same cartridge, but this did not resolve issue; caller was advised to follow up if problem continued once able to try new cartridge.